Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a high out of range right ventricular (rv) pacing impedance measurement. This high out of range rv pacing impedance measurement triggered a lead safety switch and was switched to unipolar configuration. Additional information provided the patient was called for an outpatient check. Data reviewed was normal and the patient was not symptomatic. Patient will continue to be monitored. No other actions were taken at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a high out of range right ventricular (rv) pacing impedance measurement. This high out of range rv pacing impedance measurement triggered a lead safety switch and was switched to unipolar configuration. Additional information was requested but not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.